Event description:
It was reported that the event involved a male pt, (B)(6). According to the event, the pt was very sick. While in the cath lab and as the pt was unstable and coding, the super arrow-flex (saf) sheath was inserted via the pt's femoral artery. As the md was inserting the intra-aortic balloon (iab) into the saf sheath, the iab became stuck in the saf sheath. The iab would not pass through the saf sheath; the proximal end of the iab membrane would not exit the distal tip of the saf sheath. The iab and saf sheath were removed. Another iab was prepped for insertion. The iab was exchanged utilizing a .018 swg from the cath lab stock. At this time there was no reported pt death. Intra-aortic balloon pump (iabp) therapy was delayed. The complications were "the pt was unstable and coding simultaneous to this insertion activity." Reference MDR #1219856-2011-00318 for the second event, involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.